Manufacturer narrative:
The suspect product is comfort curve test strips.

Event description:
Customer using accu-chek advantage system. Customer reports back to back testing on the same meter within 6 minutes with results of "hi," 237 mg/dl, 255 mg/dl, and 144mg/dl. Location of testing not provided. Customer reports to symptoms. No quality controls were run. Customer states no treatment was needed. Customer states he did not have serious injury or illness due to results. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot# 549207, exp date 09/30/2007.